Manufacturer narrative:
Follow-up #1: date of submission 01/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: the black box showed two unexplained power interruptions with no unusual voltage fluctuations observed. The battery compartment and returned battery cap were not damaged and able to fit securely to the pump. An ¿ez-prime¿ sequence was successfully completed and all currents were within specification. There was no overheating during the investigation and the product performed within specification. The pump cover was removed and there was no intermittent condition found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature..